Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS). The reason for call was caller stated that for the past few days they have been feeling stimulation only on the right side of theirbody. Caller commented that they didn't even know how to use this device until a few days ago when their daughter came by and taught them. Caller noted that they were probably trained during the surgery but they didn't remember any of it. Caller stated that when they increase the intensity on Group A program 2, they feel the stimulation very strong on their right leg, but hardly anything on their left side. Caller added that they tried to call a representative a few days ago, but no one called them back. Agent walked caller through checking their settings. Caller was in Group A with programs 1 and 2. Caller noted that program 1 is working fine but not very strong, but when they go to program 2 for a different vibration, it doesn't hardly work with their left leg and is too strong in their right leg. Agent walked caller through turning intensity up in Program 1, and caller confirmed they felt the stimulation in both legs. Agent reviewed with caller how to contact a MDT rep through their healthcare provider for further reprogramming if needed. The reason for call was patient reported they always use program 1 because program 2 doesn't work right. Patient said program 2 will hit their right side hard, but they can't hardly feel anything on their left side. Patient said they are trying to turn on program 1, but it is showing 0.0. Patient confirmed they were not feeling the stimulation coming out of the battery. Patient mentioned they had issues with program 2 ever since they put it in, but were always told to leave program 1 on because it hits both sides. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.